Event description:
It was reported that device detachment occurred. A 10mmx2.00mm wolverine coronary cutting balloon was selected for use. During the procedure, the tip was bifurcated. The procedure was completed using another of the same device. There were no complications, and patient was stable post procedure.